Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/25/2012. It was reported that the patient had mesh implantation with concurrent procedures of a vaginal vault suspension and exploratory laparotomy using gore tex graft and a bilateral salpingo-oophorectomy. The patient had mesh removed on (B)(6) 2007 due to mesh erosion and development of a rectovaginal fistula. Patient underwent additional surgeries and office visit for repair. (B)(4).